Event description:
It was reported that the pacemaker was explanted due to infection. The patient will be treated for infection. No additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker was explanted due to infection. The patient will be treated for infection. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The inspection found no anomalies. Infection cannot be confirmed via laboratory analysis. However, it is a known inherent risk of use.